Event description:
It was reported that the asymptomatic patient presented for follow up. A review of the implantable cardioverter defibrillator parameters did not show an option for turning on the electrogram trigger for atrial events. There was also a significant mismatch between automatic mode switch episodes and atrial tachycardia and fibrillation burdens. No interventions were reported.